Manufacturer narrative:
The technician replaced the left pt control power control board to resolve the issue.

Event description:
The account alleged the head section raises by its self. No pt impact.